Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer's blood glucose level was 404 mg/dl, which was treated with insulin pump. Customer reported receiving change sensor alert. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.